Event description:
Additional information received; the surgeon wanted to use a different ring than the one he had used before but the appropriate tunnel width parameters were not applied. The laser made laser shots but the ring could not be implanted due to a narrower width. There was no permanent damaged to the patient.

Manufacturer narrative:
The customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to incorrect programming of the tunnel width parameters. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported an uncut area during a tunnel procedure of the left eye. The procedure was not completed. Additional information is requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.